Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose (bg) level of 391 (mg/dl). The customer administered a correction bolus and stated to not know what other treatment was provided at the hospital to stabilize blood glucose levels. It was indicated that the customer's bg level had lowered to 283 mg/dl. The customer was released from the hospital on (B)(6) with the issue resolved.